Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he continues to get a lot of non-boluses and the insulin pump alarmed motor error. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI. He did have an MRI done but he removed the device. Displacement test was performed and the device passed. Prime fill anomaly was performed and the alarm didn't reoccur. Troubleshooting was performed for no delivery during manual prime and customer stated the device did alarm no delivery. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer then stated the device alarmed motor error during prime. Troubleshooting for no delivery was not performed as it was a past event and customer was advised to call back when alarm occurred. The customer is not returning the device for analysis.